Event description:
Pt complained of discomfort status post craniotomy. A CT scan showed that the flap was free and migrating. The surgeon reported that during the revision it was revealed the tube clamps failed.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine the manufacturing date of manufacturer site without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.